Event description:
It was reported that the atrial lead was not functioning as expected. It was determined that the lead had not been fully inserted into the pulse generator. The connection was successfully revised. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.